Event description:
Dealer called stating that the consumer allegedly fell and broke the seat. The consumer was utilizing the unit at the time, did not state that the rollator caused the fall. No injury alleged.